Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced pain with the device. The device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.

Event description:
The device was explanted due to implant migration, non-auditory percepts and poor device performance since activation. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 24, 2020.